Event description:
(B)(6) weeks ago, I had a severe blood sugar crash. In fact, my level was so low it would not register on my meter. The documentation on the meters indicated the blood sugar would be below 20. I finally checked my glucose level on both brands of meters I own; a bayer contour, that I fairly recently acquired and a one touch meter that I have been using for yrs. The bayer contour continued to report lo whereas the one touch reported 103. Due to my foggy mention I decided to treat with a result half way between the two. Once I recovered, I decided it was time to find out which meter was more accurate. I tested my two one touch meters and the bayer contour with the approved solutions. All three were within the posted range. Once again I checked my level from the same site, at the same time on all three meters. The contour was 63 points lower than the one touch. I could either be heading for a major crash again or have a perfectly normal level. I contacted my doctor's office and we decided to have a random level drawn at the local hospital and check a sample with the meters at the same time. When I arrived at the lab, I did a finger stick and tested all three meters. After the lab drew the sample they would use, I once again did a finger stick and tested on all three meters. Little time passed between each of these. The results of the test showed that both of my one touch meters were within 10 points of the lab's results. On the other hand the contour was 92 points lower. A call to the bayer support team began with the standard lecture regarding the difference between meters and I should expect a different result from them. After getting across to the support person the huge gap, the next spiel was about testing technique and accuracy of lab draws, and then I had to jump through hoops to "check the electronics" and then using the testing solution. Twenty some mins later it was decided that the meter needed to be replaced. At this time I was put on hold, so the support person could "make arrangements." About eight mins of that cured me of phone usage and I disconnected. A week later, a new meter arrived from bayer. I unpacked it, used the testing solution and then set up to do a finger stick. Once again I used the one touch as a backup. Testing both meters from the same sample gave widely different results, again. This time the contour was 104 points lower. So, was my blood sugar low (contour) or was it high (one touch)? Do I eat or do I dose? How do I choose? Are others having the same issues? Are others just blindly accepting the results? I called bayer about the discrepancy with the results, and was told that I should never compare one meter's results with another meter. I was told I should wait twenty mins before using another meter and because the electronic solution check were within normal limits there was nothing wrong with the meter. Since this, I have obtained a freestyle meter and an ibg device. They are both within 10 points when compared to the one touch. I am concerned that others are using this device and having medical complications. I was given the contour because it is the one that links with my insulin pump. I contacted medtronics about my problem with results with this meter and was told they don't do anything with the meters. Reason for use: insulin dependent diabetic.